Event description:
The user noted a difference in t4 results for a pt sample tested on the e601 and on the architect. A sample tested on the e601 on (B) (6) 2009 gave results of 17.48 ug per dl with reagent lot 152879, 15.28 ug per dl with reagent lot 155165 and 14.54 ug per dl with reagent lot 155165. The result from the architect was 8.5 ug per dl. On (B) (6) 2010, a t4 result of 18.58 ug per dl was also provided from an e2010 from another site with reagent lot 155165 and a result of 19.01 ug per dl from an e411 with reagent lot 152879. The same pt was drawn on (B) (6) 2010 with a t4 result of 14.45 ug per dl from the e601 and a result of 9.51 ug per dl from the architect. No info was provided to determine which results were reported or if the pt was adversely affected. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
The samples were from a (B) (6) patient. One patient sample was returned for investigation. The user's results were verified. No interference or evidence of the presence of interfering antibodies could be determined. A specific root cause could not be identified.

Event description:
The customer reports that when they manually flip and save, the radiologist does not see the saved flip. There was no reported patient injury associated with this event.